Event description:
Patient was presented to the interventional lab for an angioplasty procedure of a lesion located in the left iliact artery. The vessel was described as severely calcified and tortuous. There was a 100% stenosis present. This is no information as to where the physician made access to the patient. A sheath was inserted and the physician crossed the lesion with a guidewire, without difficulty. The balloon was advanced over the guidewire, to the lesion. Upon inflation of the balloon, with an indeflator, the balloon ruptured at an unknown atmosphere. The balloon was safely removed and another balloon was used to successfully complete the procedure. There was no adverse consequence to the patient.